Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose after eating breakfast without performing a required meal announcement for carbohydrate intake above 15 grams, and the user was educated to announce meals per care team guidance. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included review of user-reported use patterns and troubleshooting with patient education. Investigation of this case revealed user error related to missed meal announcement; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.